Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the eccentric system was seized and that pins were broken. The product was not repairable, it has not been repaired. No longer under warranty, it has not been replaced.

Event description:
It has been reported that a holding pin of the oscillating saw attachment was missing. No patient harm or injury was reported. No surgery delay was reported.

Manufacturer narrative:
At the date of this report, the device was not returned to the manufacturer, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is submitted.